Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 350 units of insulin during the load sequence. Tandem technical support informed customer not to overfill with insulin. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.